Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: unknown, unknown nexgen femorals, lot # unknown; catalog #: unknown, unknown nexgen tibial trays, lot # unknown; catalog #: unknown, unknown nexgen taper stem plug, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded.

Event description:
If was reported that the patient had an initial surgery approximately one year ago, subsequently, a revision was done about a month ago due to ligamentous instability. The implants were well fixed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review by mmi stated that prominent pin was seen anteriorly and midline along the tibial component, possibly evidence of implant disassembly; however, this could not be confirmed with information provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.